Event description:
During a routine laparoscopic cholecystectomy, the surgeon was removing the gall bladder from the abdomen with the electrocautery unit with an attachment called the maryland dissector an instrument used for separating tissue. The device attaches to a cautery cord and is purchased separately from the cauterizer. It does not fit on any other cautery unit. It is not clear if the device was exposed to the electrocautery unit or if the instrument deteriorated on its own. The insulation on the dissector appeared to disintegrate into what was described as silver flake-like debris, soiling the surgical site and abdomen with debris. There is a photo available of the debris. The majority of the debris was removed with suction. The pt did not experience any complications following the removal of the debris. There are no known contraindications of using the dissector with a cauterizer. This is a device that is reprocessed. The reprocessing company, ims [integrated medical systems], had been notified of the problem and the device was sent to them. The original MFR of the device could not be determined as the device has been used for many years at this facility. Serial numbers could not be identified. The site continues to research the MFR and the identification numbers. The type of insulation around the dissector is unknown. The instrument is reprocessed using steam. The number of times the dissector has gone through reprocessing is not known. There were no signs of wear or rough edges on the device prior to use. No deterioration has been noticed or documented on other instruments undergoing similar reprocessing that have been in service the same length of time, although it is not certain if all other devices of this type have been inspected for signs of deterioration. This type of device failure has not been seen at this facility in the past and there were no unusual circumstances or events surrounding this device failure. The site has rec'd a reponse from co regarding this particular device. This co is repsonsible for analyzing and repairing laparoscopic instruments and has a contract with reprocessing co. Medical co provided the following info: " after a more comprehensive analysis of the instrument in question it has become clearly evident that the insulation integrity was compromised at some point by external damage. This is evidenced by clearly defined score marks on the distal end of the instrument. The marks run along the longitudinal axis of the jaw housing and continuing down onto the shaft. I have fit the damaged area of the instrument with the loose section of insulation. In doing this, I found that the burn marks as well as the split area of the insulation match perfectly with the damage and burns to the shaft itself. In conclusion, it is my professional opinion that the insulation was inadvertently damaged by external means. Judging by the area and type of damage, I would conclude that the damage occurred either on entry into the site or by means of manipulating the instrument while in the cannula itself.